Event description:
During procedure, device malfunction as multiple times, inaccurate heart rates were viewed. Troubleshooting during procedure; tried different leads and lead placement with no resolution. Used anesthesia monitor to complete case.